Event description:
The manufacturer received a report alleging that a patient's pulse oximetry dropped from 90% to 70% within two minutes while using the trilogy evo device. During this time, the device reportedly stopped working. The patient became cyanotic and reported not being able to breathe. The patient's daughter, who is a nurse, intervened by placing him upright in a chair, administering oxygen at 10 l/min, and providing treatment with a rescue inhaler and a nebulizer. The patient stabilized after approximately 30 minutes. It was further reported that the patient has been sleeping excessively, which may be contributing to elevated co2 levels. The patient has a known history of copd although the device was reported to have stopped functioning, it has not been returned to the manufacturer for evaluation. Therefore, it is unable to be confirmed whether the incident was due to a device malfunction. A follow-up report will be submitted once the manufacturer's investigation is complete.